Manufacturer narrative:
Additional information was received as follows: the patient stated that she had the left lens explanted 6-7 weeks ago; but she would not provide the doctor's name and didn't exactly remember the date of surgery. The patient says the multifocal lens was replaced with a monofocal lens and her left eye is getting better, but she has to continue to wear sunglasses while watching tv for her right eye. She said her right eye lens would also be explanted, but she would not provide any details. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer since it remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had two zkb00 intraocular lenses (iols) implanted and she is unable to see. After implantation of the zkb00 iol in her left eye, she could not see and she experienced massive halos but they subsided. Patient's doctor had advised that once the second lens is implant, her sight would adjust and get better. After the second zkb00 iol was implanted in her right eye, she was diagnosed with dry eyes and doctor had prescribed restasis (cyclosporine ophthalmic emulsion) eye drops daily. The patient had dry eyes for 6-7 months along with not being able to see. Reportedly, dry eyes have now subsided but she continues to use the eye drops. The patient has seen another doctor who is willing to explant the lenses. The doctor stated to her that the left eye lens is starting to fog and that she can have lasik (laser-assisted in-situ keratomileusis) done. As reported, the doctor has provided an option to explant the lens or lasik to help with the patient's condition. Reportedly, patient cannot drive at all and especially not at night and must wear sunglasses when watching television and when she goes outside because of the brightness. The doctor has instructed to try reading glasses and the patient has tried different strength, 125, 250; but they did not help. No further information was provided. This report represents the lens implanted in patient's right eye. A separate report is being filed for the lens implanted in patient's left eye.